Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found. The full lead was returned and analyzed.

Event description:
It was reported that during the implant procedure, after repositioning the lead for the second time, the helix could not be retracted. The lead was not implanted and was replaced. The patient condition was reported as ok. No patient complications have been reported as a result of this event.